Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 348 mg/dl and current blood glucose value was 478 mg/dl. Customer had nausea because of high blood glucose value. Customer treated with bolus. Customer reported that they had contacted their doctor regarding the high blood glucose values. The drive support cap was normal. Customer was assisted in performing high pressure test but it failed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch and no unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify under delivery due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.